Event description:
It was reported to boston scientific corporation that a 19ga expect aspiration needle was used during a fine needle aspiration on april 14, 2014 performed in the patient's pancreas as part of the e7084 eus fna (fine needle aspiration) cystic lesions clinical study. According to the complainant, the biopsy procedure was successfully completed. The patient was placed under prophylactic antibiotic therapy. On (B)(6) 2014 the patient presented with gastroenteritis, which was related to the initial procedure, with the following symptoms: fever, chills, and facial numbness. The patient was hospitalized. The patient was discharged and the gastroenteritis was resolved within 72 hours. No device malfunctions were reported prior to use.

Event description:
It was reported to boston scientific corporation that a 19ga expect aspiration needle was used during a fine needle aspiration on (B)(6) 2014 performed in the patient's pancreas as part of the (B)(4) study. According to the complainant, the biopsy procedure was successfully completed. The patient was placed under prophylactic antibiotic therapy. On (B)(6) 2014 the patient presented with gastroenteritis, which was related to the initial procedure, with the following symptoms: fever, chills, and facial numbness. The patient was hospitalized. The patient was discharged and the gastroenteritis was resolved within 72 hours. No device malfunctions were reported prior to use. Additional information received as of august 26, 2015. The reported event of "possible aspiration/pneumonitis (no pneumonia)" had an onset date of (B)(6) 2015 at 18:40 wherein the patient was treated at a separate institution . The event was mild in severity and required a new inpatient hospitalization. The subject was hospitalized from (B)(6) 2015. The event was considered recovered/resolved.

Event description:
It was reported to boston scientific corporation that a 19ga expect aspiration needle was used during a fine needle aspiration on (B)(6) 2014 performed in the patient's pancreas as part of the (B)(4) study. According to the complainant, the biopsy procedure was successfully completed. The patient was placed under prophylactic antibiotic therapy. On (B)(6) 2014, the patient presented with gastroenteritis, which was related to the initial procedure, with the following symptoms: fever, chills, and facial numbness. The patient was hospitalized. The patient was discharged and the gastroenteritis was resolved within 72 hours. No device malfunctions were reported prior to use. Additional information received as of august 26, 2015. The reported event of "possible aspiration/pneumonitis (no pneumonia)" had an onset date of (B)(6) 2015 at 18:40 wherein the patient was treated at a separate institution . The event was mild in severity and required a new inpatient hospitalization. The subject was hospitalized from (B)(6) 2015. The event was considered recovered/resolved. Additional information received as of october 16, 2015. The reported event was confirmed to be "aspiration/pneumonitis (no pneumonia)."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.